Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic pancreatectomy -: "surgeon noticed that when he came to use the clip applier it had a piece of black rubber lodged on the clip applier, surgeon removed the clip applier and the cts12 port. He inserted a new cts12 to finish of the procedure where there were no further problems . The team packaged the port and piece of rubber ready for it to be returned to applied medical." Patient status - recovered in the ward and was discharged. Type of intervention - n/a.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation along with the fragment retrieved during the procedure. Visual inspection confirmed that the septum had fragmented, the returned fragment matched the missing section of the septum. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to damage caused by instruments. As stated in the instructions for use, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.